Event description:
Additional information was received that there was no delay, the product was not changed out, instead the user facility used paper towel to capture the drips and the surgery was successful with no blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 2, 2018. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Information was received that there was minimal blood loss contained by using paper towels during investigation.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). A sample was not returned for evaluation. A retention sample of all three of the identified lot numbers was obtained and visually inspected; no anomalies noted. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. It is possible that the unit had been over pressurized during use, causing the unit to leak. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery; the positive pressure from the cardioplegia line likely flowed in into the vent line, in which the ops valve was implemented. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leak on the aortic root vent line was noted. It is unknown if there was a delay in the procedure, if the product was change out, or if the issue caused or contribute to an injury such as blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility.